Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was 600 mg/dl at the time of the call. The customer treated their high blood glucose with a shot. The customer stated that there were no significant events that could have led to the issue. The customer was informed that energizer aaa alkaline batteries are most effective. The customer had already tried inserting a new battery cap but the issue was not resolved. The customer sent their insulin pump back for analysis.